Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 4 of 4. Reference MFR report: 3008829311-2017-00650. Reference MFR report: 3008829311-2017-00651. Reference MFR report: 3008829311-2017-00652. It was reported the patient had 4 leads implanted and indicated experiencing a headache due to a cerebrospinal fluid (csf) leak. A blood patch was performed and the headache resolved. The patient is part of the target clinical study.